Event description:
The pt reported experiencing e4 (occlusion) errors, clogged infusion set needles, and elevated blood glucose of up to 326 mg/dl on (B) (6) 2009. The pt bolused 7.4 units of insulin and at 9:11am, her blood glucose measured 327 mg/dl. She changed the infusion set and bolused 9.5 units of insulin. At 10:21am, her blood glucose measured 304 mg/dl and she change the infusion site. At 12:12pm, an e4 was displayed and the pt checked the infusion set and found that the luer connection appeared to be yellow. The pt changed the infusion set and bolused through the infusion device. At 12:30pm, her blood glucose measured 231 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.